Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The lead was returned cut in three parts with the distal tip missing. The inner coil and two cables were fractured at 8.6 cm from the distal part consistent with fatigue. The lead was fixated in a sharp bent position. Excessive stress has been applied to the lead. This fracture could cause the reported impedance anomaly.

Event description:
It was reported that increased impedance was observed. Lead fracture suspected. Lead was explanted and replaced.